Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5092-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the right atrial lead was undersensing on the current electrogram. The atrial sensitivity was already programmed to the most-sensitive setting. The lead remains in use. No patient complications have been reported as a result of this event.